Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representitive reported that following an implantable collamer lens (icl) implantation procedure, the lens flipped. Due to the lens flipping, the lens was removed and a replacement lens was implanted. Cause of the event was reported as unknown. Per the reporter "patient is doing well". Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.